Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported that ¿ the patient had passed away while on the hc, during drain 1 of 5 when the ambulance technician arrived" . The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. A visual inspection of device was performed and found no issues. The device was tested under cycler remote toolbox (crt) software to analyze the device pneumatic system. Crt revealed that no pneumatic leakage inside the device pneumatic subsystem was found. Electrical tests were performed and no electrical problems were discovered. The device was fully tested and calibrated during the evaluation. There was nothing found during evaluation that could have caused or contributed to the patient's death. Review of the device service history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.